Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# mnkj0r 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mnlk1h 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mnlx7r size 5 accolade ii 127 deg; cat# 6721-0535; lot# 47510803 v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mmt5e1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating he had his hip replacement on (B)(6) 2014. Started experiencing pain on or about (B)(6) 2017. The pain is intermittent, if he applies pressure, the pain goes away.